Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of telemetry communication. On (B)(6) 2018 device interrogation was not successful. The patient presented in the operating room and was noted to be pacer dependent. The device was explanted and replaced. The patient left the procedure in stable condition with no adverse events.

Manufacturer narrative:
The reported field event of no communication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.